Event description:
During remote monitoring, episodes of oversensing were observed on the device. Abbott technical support was contacted and recommended reprogramming. At a later date, the patient was seen in-clinic where the device was reprogrammed to resolve the event. The patient was in stable condition.